Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the guidewire and the stylet were not returned. Guidewire test was performed using medtronic attain hybrid guidewire sample to test. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician felt high resistance when the stylet was inserted into the proximal part of the left ventricular (lv) lead. It was noted that prior to feeling high resistance, the physician inserted the lv lead in the catheter with the grey style and had no issues. Once the physician changed the guidewire for extra support, the guidewire ¿scrubbed¿ inside the lead consequently causing high resistance when inserting the stylet. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.